Event description:
Radical prostatectomy using da vinci robot, (B)(6) hospital. Developed post - surgery groin pain that required wheel chair use. (B)(6) hospital diagnosed pain as inguinal hernia associated with prostate surgery above. Corrective surgery on (B)(6) 2011, (B)(6) hospital implanted with johnson and johnson ethicon prolene hernia mesh. Complications have increased to include nerve damage, bowel problems, swollen testicle, leg and groin pain, kidney pain, flatulence, increased stress urinary incontinence and increased blood pressure. Va has ruled this is associated with hernia repair above, which as noted above was ruled by va to be associated with the da vinci surgery.